Event description:
Revision surgery - when the pt visited the surgeon, she only had a glenoid baseplate with four screws and a 36mm/-4 glenosphere but no humeral components. The surgeon evaluated and took out the glenosphere.